Event description:
A consumer on behalf of the patient reported that they had a deep brain stimulator that was not working. It was stated that it "wouldn't charge or anything." The patient's indication for implant is unknown.